Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to patient anatomy (friable leaflets and enlarged atrium). The reported tissue injury was a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, thin friable leaflets, prolapsed posterior leaflet, flail, cleft, and enlarged atrium. An xtw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an additional xtw clip was inserted. However, grasping was noted to be difficult. While grasping was being performed, it was observed the first clip detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), resulting in tissue damage. The second clip was then repositioned to stabilize the slda. An xt clip was then inserted and, but was unable to grasp the leaflets. It was noted that due to the slda, imaging with this clip was challenging. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.